Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Additionally, it was reported that the wake button was stuck and that occlusion alarms occurred. No further information was obtained as customer declined troubleshooting for these issues with tandem technical support. Customer¿s blood glucose level was 157 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.